Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to "mechanical failure, failed non-operative management with nsaids, activity modification, csi symptoms are lifestyle limiting". Patient was revised to a stryker total knee.